Event description:
Implant placed upper #4 in 1993 along with 1 other implant. Pt waited years before loading a denture. Was using old denture. Pt suffered bone loss in maxilla. Pt also has bruxism and stress.